Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that air was in the watchman delivery system. During a left atrial appendage (laa) closure procedure a 27mm watchman ® laa closure device & delivery system (wds) was selected. There was minimal back flow from the sheath when they inserted the wds and air was inside the "line." The wds was removed from the patient and flush and re-inserted. The procedure was completed with this device. No patient complications were reported.